Event description:
It was reported that it doesn't hold the burr. At the time of report, there was no patient impact.

Manufacturer narrative:
H3: product analysis: evaluation could not reproduce the reported malfunction of it doesn't hold the burr as the device can lock the burr. However, it was noted that the distal bearing was detached, the gap between the tube and the base was out of range, the tube was unscrewed/separated. Also the laser markings, color band were faded and it was not possible to perform the pre-temperature test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.